Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device. Approx 3 months post-implant, the pt was readmitted to the hospital due to respiratory problems. The pt developed pleura fluid and went into right heart failure. A ramp test was performed and it was noted that the left ventricle did not change size, even at a higher rpm setting. The aortic valve was opening regularly. The surgeon decided to explant the device.